Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c total bilirubin results generated on the alinity c processing module. The instrument did not give any instrument error messages. The following data was provided: (B)(6) 2023 initial result was 190 mmol/l, and the result after the retest on (B)(6) 2023 was 35.7 mmol/l (reference range <22 mmol/l). Other results provided: initial result 52 mmol/l, repeated 9.1 mmol/l; initial result 126.5 mmol/l, repeated 16.6 mmol/l; initial result 116.5 mmol/l, repeated 16.1 mmol/l; initial result 53.7 mmol/l, repeated 9.01 mmol/l; initial result 96.3 mmol/l, repeated 5.1 mmol/l; initial result 82 mmol/l, repeated 15.1 mmol/l; initial result 106.9 mmol/l, repeated 16.5 mmol/l; initial result 80.7 mmol/l, repeated 13.4 mmol/l; initial result 45.1 mmol/l, repeated 6.5 mmol/l; initial result 99.6 mmol/l, repeated 17.7 mmol/l; initial result 141.8 mmol/l, repeated 20.7 mmol/l; initial result 106.5 mmol/l, repeated 18.9 mmol/l; initial result 93.6 mmol/l, repeated 14.9 mmol/l; initial result 83.6 mmol/l, repeated 14.6 mmol/l; initial result 92.4 mmol/l, repeated 13.2 mmol/l; initial result 68.9 mmol/l, repeated 8.3 mmol/l; initial result 111.8 mmol/l, repeated 16.9 mmol/l; initial result 81.7 mmol/l, repeated 6.9 mmol/l; initial result 68 mmol/l, repeated 10.1 mmol/l; initial result 37 mmol/l, repeated 4 mmol/l.. No impact to patient management was reported.

Manufacturer narrative:
Barring the sample being repeated, additional troubleshooting was not performed by the customer. Service performed an instrument log analysis and found evidence of r1 reagent aspiration errors (message code 3012) for the samples in question. The p. M. Sensor was replaced and deemed the cause of the issue. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the (B)(6) verifies no subsequent issues have been reported related to discrepant results post service intervention. Trending review did not identify any trends for the issue under review. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no deficiency was identified.